Manufacturer narrative:
Demographics requested, however not provided. The customer¿s report that the IV pump had a large amount of air in line that nearly reached the patient's IV site and the alarm on the pump did not sound on was not confirmed in the device event logs or replicated during testing. Physical inspection noted the device to be in poor condition. Dried fluid ingress observed inside door, under female iui on the rear case, on the display board female iui contact points, inside rear case, and on the membrane frame. Cracks observed on middle of bezel hinge, on top inside door, and in the bezel frame analysis of the pcu error log did not show any errors or malfunctions related to the customer¿s complaint. Review of the pcu event log showed, prior to the event date, the most recent pcu channeled on was (B)(6) 2019 at 10:42 pm. At 10:42 pm, the suspect device (s/n (B)(4)) restored the previous infusion of guardrail IV fluids (drugid 1) at a rate of 75 ml/hr (vtbi=694.6 ml). Between (B)(6) 2019 at 2:38 am. The pump module (s/n (B)(4)) alarmed for patient side occlusion seventeen (17) times and partial patient side occlusion three (3) times. On (B)(4) 2019 at 7:23 am, the pump module was paused and channeled off. Pcu channeled off. Volume infused= 633.955 ml. The devices air detection system successfully passed detecting single air bolus and accumulated air boluses. The root cause of the customer¿s report that the IV pump had a large amount of air in line that nearly reached the patient's IV site and the alarm on the pump did not sound on was not identified.

Event description:
It was reported that during bedside report, the nurse noted that the IV pump had a large amount of air in line that nearly reached the patient's IV site. The alarm on the pump did not sound. There was no patient harm.